Event description:
Provider states scooter stops and goes intermittently. A call was placed for additional detail. It was learned there was no harm. The dealer could not provide any further information on the incident.